Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and the explanted ipg was not returned per facility protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and the explanted ipg was not returned per facility protocol. Additional information was received that the patient also experienced frequent ipg charging, and the patient was doing well postoperatively.